Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery. Post procedure the patient was neurological assessed having a nihss of 1 and a mrs of 0. It was reported that 40 days post-procedure, the patient experienced left arm/hand numbness that was resolved without residual effects the same day. No treatment was required. According to the physician, the left arm/hand numbness was possibly related to the procedure and to the stent(s). At 2 month follow up, the patient was assessed having mrs of 0. At 6 month follow-up, nihss was 0 and mrs was 0; at 12 month follow-up nihss was 0 and mrs was 1.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, the neurological/intracranial sequelae (left arm/hand numbness) is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar artery. Post procedure the patient was neurological assessed having a nihss of 1 and a mrs of 0. It was reported that 40 days post-procedure, the patient experienced left arm/hand numbness that was resolved without residual effects the same day. No treatment was required. According to the physician, the left arm/hand numbness was possibly related to the procedure and to the stent(s). At 2 month follow up, the patient was assessed having mrs of 0. At 6 month follow-up, nihss was 0 and mrs was 0; at 12 month follow-up nihss was 0 and mrs was 1.